Event description:
In 2005, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. In late 2008, a computered tomography angiography (cta) revealed the patient's aneurysm has enlarged from 6cm up to 10cm. The physician attributes the aneurysm enlargement to a type-ii endoleak due to a patient inferior mesenteric artery (ima). The patient is being monitored by the physician.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.